Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was trying to enter a glucose reading when the numbers started to jump on their own. The customer then tried to press the buttons and they would not respond. The customer's blood glucose level was 270 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.no numbers scrolling up noted. The insulin pump has cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.